Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6) health.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was failed to open and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was failed to open and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The field service engineer replaced the drawer control board for drawer 1.2 due to multiple cubies experiencing read/write issues. The customer had previously replaced the cubies, but the issue reoccurred. All cubies were recovered by ejecting and reinserting, then became unloaded. The customer reassigned medications to the cubies, and all were tested via inventory count with no issues found. The system functioned as intended after the field service engineer resolved the issue.